Event description:
It was reported that an external fluid leak was observed from a 9l effluent bag at the level of the weld, during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported condition was not verified from the evaluation of the received companion samples. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was discarded; however, three companion samples were received for evaluation. A visual inspection and leak test were performed, and no issues were observed. The reported condition was not verified. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.